Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy while skiing. The patient had received eight inappropriate shocks over two stored episodes and presented to the hospital, where review of the episodes showed mechanical noise. The noise was able to be reproduced in the secondary and alternate vectors while manipulating the sense a node. Noise was not produced with pocket manipulation. The patient was admitted to the hospital with device therapy deactivated and it was planned to transfer the patient to the implanting facility for a system revision. X-rays were performed and reviewed, but were inconclusive for an electrode fracture. X-rays did show the terminal pin appeared to be fully inserted into the device header. One week later, the device and electrode were explanted and replaced as an electrode fracture could not be confirmed and the device could not be ruled out as a cause of the mechanical noise. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. X-ray analysis confirmed there were no fractured conductor coils. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies; setscrew marks were noted to be in the correct location on the terminal pin, indicating the electrode was fully inserted into the device header. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported noise, oversensing, and inappropriate shock therapy that were observed clinically.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy while skiing. The patient had received eight inappropriate shocks over two stored episodes and presented to the hospital, where review of the episodes showed mechanical noise. The noise was able to be reproduced in the secondary and alternate vectors while manipulating the sense a node. Noise was not produced with pocket manipulation. The patient was admitted to the hospital with device therapy deactivated and it was planned to transfer the patient to the implanting facility for a system revision. X-rays were performed and reviewed, but were inconclusive for an electrode fracture. X-rays did show the terminal pin appeared to be fully inserted into the device header. One week later, the device and electrode were explanted and replaced as an electrode fracture could not be confirmed and the device could not be ruled out as a cause of the mechanical noise. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.